Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-02637. This reported is regarding the patient's cervical pns (off label) leads. It was reported the patient was feeling stimulation in a lower area than normal and the stimulation was ineffective. The patient stated he did have a recent fall. X-rays revealed one of the pns (off label) leads had migrated down. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy was restored following the procedure.